Event description:
Information was received that device had motor rate failure during occlusion test. No patient adverse effects reported.

Manufacturer narrative:
Other, other text: h10 - device evaluation results: one medfusion pump was returned for investigation in used condition. The top case was cracked by the back corner. There was motor rate error in the event history log (ehl). An occlusion test was performed. The product problem reported by the customer (motor rate failure during occlusion tests) was reproduced. The investigator determined that the motor assembly was worn. This was established as the root cause. The pump was over nine years old. The product problem was resolved after the motor assembly was replaced. Other worn components on the pump were also replaced.